Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue occurred in the evening of (B)(6) 2012. The reporter stated that the patient manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Twelve hours after the alleged issue occurred, the reported claimed that the patient developed symptoms of feeling "shaky and tired" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca went thru the proper usage of the device as recommended per the owner's booklet and the reported issue was resolved. No replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia.